Event description:
Customer reported that the t:slim x2 pump battery was unable to charge. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support to connect the pump using the tandem charging cable and wall adapter to a functional outlet for at least 30 minutes to see if charging would commence; technical support planned a follow-up.